Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer stated the insulin pump is not working; they were unable to clear alarm. They are unable to use insulin pump. Customer changed battery, but no result. Customer pressed button esc, act, down and up they were unresponsive. Customer's blood glucose was unknown.